Event description:
Reporter indicated that a vns patient was interrogated and found to be set to 0ma. Review of the vns programming data by the reporter confirmed the patient was set to 0ma at the previous office visit following vns diagnostics testing. The reporter stated the programming anomaly was not noticed at that time. A flashcard download for manufacturer review of the data has been requested.